Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was 165 mg/dl. Customer was calling back with blank display after receiving new battery cap. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the display did not return after insulin pump restart. Customer stated that they put the battery in wrong but when putting it in correctly the insulin pump still did not come on. Customer stated that the spring was neither damaged nor corroded. Customer was advised to discontinue the use of the insulin pump. The device will return for the analysis.

Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. (B)(4).